Manufacturer narrative:
(B)(4). The device history record of batch number 74a1700541 belongs to catalog number ip-5041ns (smart concha non sterile) which is part of finish good 880-15kit. Review found no issues that could be related to this complaint. The device has been received by the manufacturer. However, the investigation of said device is still in progress. A follow up report will be submitted at the conclusion of the investigation.

Event description:
Customer complaint alleges that "smart column that is included with circuit did not fill." Alleged malfunction reported as detected during use. It was reported there was no injury or consequence to the patient.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the disc was dislodged (out of place) in the water inlet tube (bottom tube and valve assembly) and valve assembly. The column was placed into a fully functioning concha neptune heater (425-00). The neptune was turned on. The temperature was set at 37 degrees c, max rainout, invasive mode. After approximately 3-4 minutes the low water indicator lamp came on confirming the low water float in the column was fully functional. The check valve discs in the top of the column assembly were resistant to free movement prior to a syringe connected to the upper tube was used to push and pull upper check valves. Once air pressure was applied to the disc they moved properly. The column fill tube on the bottom had a dislodged/missing disc from the valve assembly. While the dislodged disc did not prevent proper operation of the column, in certain circumstances water back flow to the bottle could not be prevented with this disc missing. The column filled and expelled heated, moisturized air into the adult circuit. The returned column was connected to a concha water bottle in the correct positioning and both upper and lower tubes were punctured into concha water bottle. The lower tubing filled as expected. The column was then connected to a 2416 comfort flo circuit and 2411-04 cannula using a 3lpm flow. The nasal nares were occluded allowing the pressure to build in the bottle until the comfort flo relief valve actuated representing the worst case back pressure for the system then disconnected the airflow. The column allowed the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. The complaint cannot be confirmed based on functional test performed. The failure mode cannot be simulated. It should be noted that while the dislodged or missing valve disc in the lower fill pipe valve assembly is a concern, the complaint description that the column would not fill could not be replicated in the lab. Only in low water conditions could the operation of the column be jeopardized by the missing or dislodged valve disc. The complaint is restricted to the column not filling with water, which could not be confirmed.

Event description:
Customer complaint alleges that "smart column that is included with circuit did not fill." Alleged malfunction reported as detected during use. It was reported there was no injury or consequence to the patient.